Event description:
On (B)(6) 2012, the pt underwent a trial procedure and received two leads (from the same lot). A day later the pt developed headaches and a fever. As a result, both leads were removed as a precaution. Removing the leads resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.